Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it should be noted that the mynx vascular closure device is manufactured with a flexible atraumatic tip on the distal end of the catheter shaft. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall. Should additional relevant information become available a supplemental MDR will be filed. Note: device identifier (di) and production identifier (pi) numbers are unknown as the part number and lot number were not provided.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device, the physician met resistance when the device was inserted and alleged that the stiffness of the mynx device wire resulted in the perforation of the artery. The physician placed a covered stent to resolve the issue and consulted a surgeon. The patient's condition was reported as stable following the stent placement; however, the patient's current status is unknown. The patient's hospitalization was prolonged as a result of the mynx event. No further information is available. Vessel size: 7 mm